Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high and low blood glucose on (B)(6), 2022. The customer¿s blood glucose level was over 400 mg/dl for high blood glucose and 32 mg/dl for low blood glucose. The customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, sick and peeing a lot due to high blood glucose. The customer did not experience any symptoms of low blood glucose value. The customer treated high blood glucose with insulin drip and low blood glucose with glucagon. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump had multiple cracks. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the center button, battery compartment and was hospitalized for high blood glucose, dia ketoacidosis and low blood glucose found on (B)(6) 2022. Insulin pump was received with a cracked keypad overlay and a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage located at the center button and battery compartment was confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose, dia ketoacidosis and low blood glucose this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.